Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, the physician reported implant difficulty due to guidewire insertion resistance. On fluoroscopy, the leads insulation was noted to have been compromised. The lead was removed and replaced with another lead of same model type. No resulting adverse patient effects. The attempted implant lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, stylet insertion and pressure tests were completed to assess the returned product integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the distal end. Associated with this, was a slight stretching of the distal end of the shocking coil. This separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.